Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-jun-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent sterilization. Shortly after undergoing the essure procedure, an hsg test was performed and she was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, pain during intercourse, endometriosis, fibromyalgia, chronic fatigue, excessive weight gain and excessive hair loss. She never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2015, she underwent surgery to remove her fallopian tubes and essure coils. Follow-up received on 23-jun-2016: ptc investigation result was provided. Ptc global number is (B)(4). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced increasingly severe and chronic pelvic pain. Plaintiff underwent a partial hysterectomy to remove the devices around one year after placement procedure. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering event's nature and implied temporal relationship, causality between reported event and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("increasingly severe pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating / bloating"), abdominal pain ("abdominal pain / severe and persistent abdominal pain"), dyspareunia ("pain during intercourse / painful intercourse"), endometriosis ("endometriosis"), fibromyalgia ("fibromyalgia"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pain, discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, endometriosis, fibromyalgia, fatigue, abnormal weight gain and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, discomfort, dyspareunia, endometriosis, fatigue, fibromyalgia, menorrhagia, pain and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2006 hysterosalpingogram was done. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to incorrect source document on (B)(6) 2018 all the information was deleted. Event menstrual disorder, urticaria, hypertension, urinary tract infection, nausea, chest pain, headache, myalgia, arthralgia, vision blurred, loss of libido, mood swings, weight increased, uterine leiomyoma, cyst, night sweats, breast pain, tremor, hypoaesthesia, depression, anxiety, allergy to metals was deleted. Event pelvic discomfort updated to discomfort. Reporter information, medical history were deleted. Lot number deleted. Date of insertion were updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("increasingly severe pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating / bloating"), abdominal pain ("abdominal pain / severe and persistent abdominal pain"), dyspareunia ("pain during intercourse / painful intercourse"), endometriosis ("endometriosis"), fibromyalgia ("fibromyalgia"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pain, discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, endometriosis, fibromyalgia, fatigue, abnormal weight gain and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, discomfort, dyspareunia, endometriosis, fatigue, fibromyalgia, menorrhagia, pain and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2006 hysterosalpingogram was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Concurrent conditions included dysmenorrhea and polymenorrhoea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("increasingly severe pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating / bloating"), abdominal pain ("abdominal pain / severe and persistent abdominal pain"), dyspareunia ("pain during intercourse / painful intercourse"), endometriosis ("endometriosis"), fibromyalgia ("fibromyalgia"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pain, discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, endometriosis, fibromyalgia, fatigue, abnormal weight gain and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, discomfort, dyspareunia, endometriosis, fatigue, fibromyalgia, menorrhagia, pain and pelvic pain to be related to essure. The reporter commented: zero coils were seen on the left and 1 coil on the right. Diagnostic results: on (B)(6) 2006 hysterosalpingogram was done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information, patient's medical history, auto narrative supplement and rcc were added. Real fu was received and there was no significant change in the medical context of case. Imdrf/pda code error. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and menorrhagia ("heavy bleeding, clotting and menstrual cycles.") In a 31-year-old female patient who had essure (ess205) (batch no. 509019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included skin breakdown. Concurrent conditions included nickel sensitivity (since childhood, whenever I wear anything with nickel in it). In (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain / severe and persistent abdominal pain"), hypertension ("high blood pressure"), nausea ("nausea") and headache ("headaches"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating / bloating"), dyspareunia ("pain during intercourse / painful intercourse "), fatigue ("chronic fatigue"), menstrual disorder ("clotting and menstrual cycles"), loss of libido ("loss of libido"), mood swings ("mood swings"), weight increased ("weight gain"), breast pain ("breast pain"), tremor ("shaking") and hypoaesthesia ("numbness in hands and feet"). In 2006, the patient experienced anxiety ("anxiety") and allergy to metals ("nickel allergies") with urticaria. In (B)(6) 2006, the patient experienced chest pain ("chest pains") and depression ("worsening depression"). In (B)(6) 2006, the patient experienced urinary tract infection ("frequent uti's") and night sweats ("night sweats"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced myalgia ("muscle pain"), arthralgia ("joint pains"), vision blurred ("spotted and blurry vision "), uterine leiomyoma ("fibroids") and cyst ("cysts"). On an unknown date, the patient experienced pain ("increasingly severe pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), endometriosis ("endometriosis"), fibromyalgia ("fibromyalgia"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery and surgery (hysteroscopy with endometrial ablation.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, pain, pelvic discomfort, back pain, abdominal distension, abdominal pain, dyspareunia, endometriosis, fibromyalgia, fatigue, abnormal weight gain, alopecia, menstrual disorder, hypertension, urinary tract infection, nausea, chest pain, headache, myalgia, arthralgia, vision blurred, loss of libido, mood swings, weight increased, uterine leiomyoma, cyst, night sweats, breast pain, tremor, hypoaesthesia, depression, anxiety and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, anxiety, arthralgia, back pain, breast pain, chest pain, cyst, depression, dyspareunia, endometriosis, fatigue, fibromyalgia, headache, hypertension, hypoaesthesia, loss of libido, menorrhagia, menstrual disorder, mood swings, myalgia, nausea, night sweats, pain, pelvic discomfort, pelvic pain, tremor, urinary tract infection, uterine leiomyoma, vision blurred and weight increased to be related to essure (ess205). The reporter commented: dob previously reported as (B)(6) 1986. The left ostium was then identified and the spring was placed in the similar manner again with about 3-4 coils of spring noted through the tubal opening. Diagnostic results: on jul-2006 hysterosalpingogram was done. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet and medical records received. Events added from pfs- clotting and menstrual cycles, hives, high blood pressure, frequent uti's, nausea, chest pains, headaches, fatigue, muscle/joint pains, spotted and blurry vision, loss of libido, mood swings, weight gain, fibroids/cysts, night sweats, breast pain, shaking & numbness in hands and feet, worsening depression, abnormal bleeding, nickel allergies. Lot number added. Essure implant date was updated (B)(6) 2006 (previously reported as (B)(6) 2014). Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and menorrhagia ("heavy bleeding, clotting and menstrual cycles.") In a 31-year-old female patient who had essure (ess205) (batch no. 509019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included skin breakdown. Concurrent conditions included nickel sensitivity (since childhood, whenever I wear anything with nickel in it). In (B)(6) 2006, the patient experienced abdominal pain ("abdominal pain / severe and persistent abdominal pain"), hypertension ("high blood pressure"), nausea ("nausea") and headache ("headaches"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating / bloating"), dyspareunia ("pain during intercourse / painful intercourse "), fatigue ("chronic fatigue"), menstrual disorder ("clotting and menstrual cycles"), loss of libido ("loss of libido"), mood swings ("mood swings"), weight increased ("weight gain"), breast pain ("breast pain"), tremor ("shaking") and hypoaesthesia ("numbness in hands and feet"). In 2006, the patient experienced anxiety ("anxiety") and allergy to metals ("nickel allergies") with urticaria. In (B)(6) 2006, the patient experienced chest pain ("chest pains") and depression ("worsening depression"). In (B)(6) 2006, the patient experienced urinary tract infection ("frequent uti's") and night sweats ("night sweats"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced myalgia ("muscle pain"), arthralgia ("joint pains"), vision blurred ("spotted and blurry vision "), uterine leiomyoma ("fibroids") and cyst ("cysts"). On an unknown date, the patient experienced pain ("increasingly severe pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), endometriosis ("endometriosis"), fibromyalgia ("fibromyalgia"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery and surgery (hysteroscopy with endometrial ablation.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, pain, pelvic discomfort, back pain, abdominal distension, abdominal pain, dyspareunia, endometriosis, fibromyalgia, fatigue, abnormal weight gain, alopecia, menstrual disorder, hypertension, urinary tract infection, nausea, chest pain, headache, myalgia, arthralgia, vision blurred, loss of libido, mood swings, weight increased, uterine leiomyoma, cyst, night sweats, breast pain, tremor, hypoaesthesia, depression, anxiety and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, anxiety, arthralgia, back pain, breast pain, chest pain, cyst, depression, dyspareunia, endometriosis, fatigue, fibromyalgia, headache, hypertension, hypoaesthesia, loss of libido, menorrhagia, menstrual disorder, mood swings, myalgia, nausea, night sweats, pain, pelvic discomfort, pelvic pain, tremor, urinary tract infection, uterine leiomyoma, vision blurred and weight increased to be related to essure (ess205). The reporter commented: dob previously reported as (B)(6) 1986. The left ostium was then identified and the spring was placed in the similar manner again with about 3-4 coils of spring noted through the tubal opening. Diagnostic results: on (B)(6) 2006 hysterosalpingogram was done. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.